Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 2nd day after placement. It was reported that only only 7 cc of the water aspirated, the remained water was not able to be removed even with the funnel was cut. The catheter was removed eventually by the percutaneous puncture method. Another catheter was placed to complete the procedure. Per additional information via email from ibc on 03feb2021, the patient was diagnosed with urinary retention due to intravesical hematoma. Another catheter was placed, and bladder flushing was performed. The symptoms were relieved and disappeared.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 2nd day after placement. It was reported that only only 7 cc of the water aspirated, the remained water was not able to be removed even with the funnel was cut. The catheter was removed eventually by the percutaneous puncture method. Another catheter was placed to complete the procedure. Per additional information via email from ibc on 03feb2021, the patient was diagnosed with urinary retention due to intravesical hematoma. Another catheter was placed, and bladder flushing was performed. The symptoms were relieved and disappeared.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.